Event description:
The customer reported that the sys failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A wire in the interconnect cable was evaluated and repaired. The lemo connector was also reassembled as part of the svc event. The system was tested and found to be working as intended and returned to service.